Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the customer was using the polyloop for a pedunculated polyp and upon releasing it, they were able to push the handle forward to release the loop but it became stuck and they were not able to get it forward. When they pushed a little bit more, the spring in the handle came off. They were eventually forced to get scissors and cut the handle from the loop, and were able to get the working sheet out of the patient. The intended procedure was a therapeutic removal of a pedunculated polyp, which was intended to be ligated with an endoloop before. The procedure was delayed 35-40 min when then endoloop didn't come off and the user had to go in with another endoscope. The patient was not under sedation. The procedure was successfully completed with the same device. No further medical or surgical intervention was required. There was no change in the course of treatment. The patient had increased suffering as the user had to go in with a more superficial endoscope. The outcome of the procedure was not affected as a result of the incident and the patients current condition remains unchanged.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b2 and h6-impact code) and to provide an update to field (h3). The device was evaluated by olympus. And the operation pipe in the handle is missing, the loop was not connected to the hook and the tube sheath was severed from the handle. The subject device was manufactured on may 2023, based on the provided 3 digit lot information. However, the exact manufacture date is unknown. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely, mechanism causing the reported events, might be one of the following: mechanism 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath, when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil. Preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. 8) the slider was forcefully operated in state of ¿7¿, description causing the operation pipe of the slider to deform and break. As a result, a spring was detached from the handle. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move, because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke, because the slider was forcefully operated. As a result, a spring was detached from the handle. 4) due to above, the loop could not detach from the hook. However, the root cause of the reported event could not be determined. The event can be prevented, by following the instructions for use, which state: "do not strike or crush the coil sheath, during operation. Doing so can damage the distal end of the coil sheath. Which could make it impossible to detach the loop after ligation. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency". "Do not remove the loop from the hook, while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency". "Do not hold the loop with the distal end of the tube sheath ,while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may, make the loop impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency". "Never use excessive force to operate the instrument. This could damage the instrument". "Straighten out the portion of the instrument that extends from the biopsy valve". Olympus will continue to monitor field performance for this device.